Manufacturer narrative:
Additional contact details: (B)(4). Occupation: biomedical engineer. It was reported that during preventive maintenance done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump(iabp) unit had faulty executive processor board. Fse replaced the executive processor boad .calibrated and performed functional testing to the unit. The equipment was cleared for customer use. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units system statistics were erased after replacing executive processor chip. There was no patient involvement.